Event description:
It was reported that during a da vinci si hysterectomy procedure, a cable broke on the fenestrated bipolar forceps instrument and a fragment fell into the patient. The fragment was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, the pitch up cable was observed to be broken at the distal clevis hub and the pitch down cable is frayed at the clevis hub. The cable segment that contains the crimp is still installed in the clevis. The yaw pulley is also missing a .175 x .060 piece opposite of the conductor break, allowing the grip to move within the pulley and have a larger range of motion in yaw.

Manufacturer narrative:
Despite multiple requests, the instrument has not been returned for evaluation. As a result, the root cause of the customer reported failure cannot be determined. A follow-up medwatch report will be submitted if the instrument is returned or if additional information is received.